Manufacturer narrative:
A device is expected to be returned for investigation. It has not yet been received.

Event description:
General report received of an unspecified number of undocumented incidents of tubing separations. Prior to pt use during priming, it was reported the tubings separated from the leg of the proximal y-sites. The tubing sets were replaced and the therapy was initiated. Though requested, no add'l info was provided.